Event description:
It was reported that the clinic was notified via care alert that there may be a potential issue with the patient's right ventricular (rv) lead. The patient was instructed to go to the emergency department. Upon arrival, the device was interrogated and it was noted that the patient had non-sustained tachycardia with short v-v intervals, consistent with a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The partial lead was returned in segments, analyzed, and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed) , the outer insulation was melted, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.